Event description:
It was reported that during a da vinci s surgical procedure, internal cable of the pk dissecting forceps instrument was beginning to fray and nothing was seen falling into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Per the customer reported complaint, engineering observed no frayed cables at the wrist. Engineering conducted performance tests and found the instrument moved intuitively with a full range of motion in all directions. Results/methods: the distal end of the main tube has a couple of sections with material removed on one side of the tube. The damaged area is 2.25" long and .75" and 180 degrees apart, parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.